Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No an evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false elevated electrolytes when processing on the architect c8000. On (B)(6) 2021 sid (B)(6) female, african american generated sodium 167 mmol/l, repeated 143 mmol/l (same analyzer), 144 mmol/l (another analyzer). Sid (B)(6) male, caucasian generated potassium of 7.1 mmol/l, repeated 3.6 mmol/l (same analyzer), 3.1, 3.1 mmol/l (another architect), 3.0 mmol/l point of care method. Sid (B)(6) female, caucasian generated chloride of 131 mmol/l, repeated 101 mmol/l (another architect). Sid (B)(6) male, caucasian generated chloride of 134 mmol/l, repeated 102 mmol/l (another analyzer). Sid: (B)(6) caucasian generated potassium of 7.3 mmol/l, repeated 3.9 mmol/l (another analyzer). Sid: (B)(6) female, multiple ethnicity generated potassium of 6.5 mmol/l, repeated 3.9 mmol/l (another analyzer). The account uses a sodium reference range of 136 to 145 mmol/l. The account uses a chloride reference range of 98 to 107 mmol/l. The account uses a potassium reference range of 3.5 to 5.1 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
There is no change to the content of the data.

Manufacturer narrative:
Component code: g03001 the field service representative (fsr) performed extensive troubleshooting. And replaced multiple parts to resolve the issue. No additional discrepant result issues have been reported, since the service activity was completed. The following part numbers were identified, as the likely cause of the issue; bellows set, incl rod & fitting (rohs), tbg, smpl pmp to pipet jnt, ns (rohs), cup, ict-ref with probes (rohs), warming ring (rohs). The instrument service history review revealed, zero additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated, that may have contributed to this issue. The clinical chemistry systems were reviewed and identified, no similar issues related to the architect system. Likely cause parts, or discrepant results as described in this ticket. The architect systems, c8000, erratic result rates were within acceptable limits with no trends identified. Additionally, a review for parts associated with this complaint did not identify a trend or systemic issue. A search for non-conformances was performed. And there were no non-conformances related to the current complaint. The architect system operations manual and the architect c8000 system service and support manual, provide adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the parts associated with this complaint. No product deficiency was identified.